Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No error alarms were noted during testing. However, an alarm was noted in the alarm history file due to a corrupted history file. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the customer received several alarms. He received an external error, an unexpected restart, a displayable history check failed on startup, and the flash is incorrect for factory stored information alarms. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.